Event description:
The hcp reported that the interstim system was being explanted due to lack of therapeutic response. On attempting to remove the lead, the insulation material pulled away from the wire body. The physician elected to leave the remaining portion of the lead implanted. There were no reported adverse affects to the pt.